Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra mini meter was displaying an error 1 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began at 8 am on (B)(6) 2019. He reported that he manages his diabetes with oral medication, diet and exercise, and made no changes to his normal diabetes management in response to the alleged issue. The patient stated he did not develop any symptoms in response to the alleged issue. The patient reported that at 10.20 am on (B)(6) 2019, he attended the doctor, where a result of ¿300 mg/dl¿ was obtained. The patient reported that he was treated with 10 units of insulin. During troubleshooting the csr noted this was not the first time the product was being used and when the battery was removed, the power button was pressed, and the battery replaced the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received treatment from a health care professional after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.